Event description:
It was reported patient had pain at implant tooth site #19, implant with occasional drainage. Bleeding upon probing. The patient experienced complete bone loss and infection, -3 wall defect with loss of lingual plate. Implant failed. Therefore, the implant was removed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: reporter last name unknown / not provided. G4: additional PMA/510(k) number ¿ k011028/k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Correction: date of event was updated from 18-jul-2022 to 05-dec-2023.

Event description:
No additional information received at the time of this report.